Event description:
Contact reported that the bushing pushed thru the anterior cervical plate. The patient was kyphotic and the vertebral body recessed at the location in question. Sales rep reported that because of this the surgeon was likely using more force than normal. There was no adverse patient consequence as a result of this situation. The rep. Recommended that the plate be replaced with another which the surgeon did.

Manufacturer narrative:
The plate was not flat against the bone when surgeon was advancing the screw. The amount of force applied appears to have forced the bushing below the plate. The problem experienced does not appear to have been device related at this time.